Event description:
It was reported that a user experienced hyperglycemia with a fingerstick-confirmed blood glucose of 243 mg/dl after a meal that had been announced, while the ilet indicated insulin delivery; the user was instructed to check a 6 mm infusion set, found nothing abnormal, moved to a new infusion site, and resumed insulin as usual. Symptoms included elevated blood glucose. Outcomes included no hospitalization and resolution after infusion site change and continued therapy. Investigation included user troubleshooting and education focused on infusion site function and insulin delivery verification. Investigation of this case revealed no device alarms, no observable infusion set defect, and a probable infusion site absorption issue or transient underdelivery at the prior site, consistent with hyperglycemia despite commanded dosing. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.